Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device's system board was replaced to address the issue. The detachable battery was replaced to address the ventilator inoperative condition, not the system board. During additional testing, an issue related to the charging of the internal battery was observed. The system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.